Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 345 mg/dl. The customer took a correction bolus via the pump. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, a system check was unable to be performed. The customer also stated that the bg level or 345 mg/dl was not confirmed by testing with a bg meter.

Manufacturer narrative:
.